Event description:
Device 1 of 4. Reference MFR report#: 1627487-2013-23292, 23293, 23294. The pt reported experiencing uncomfortable overstimulation when changing positions. The pt also reported when he presses on the ipg site, he experiences shocking. Diagnostic testing revealed invalid impedance readings on one lead contact. The pt was advised to turn the stimulation off and stated he did not feel experience discomfort while stimulation was off. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was placed deeper in the pocket. Impedances were checked intra-operative and were within normal limits. Stimulation was turned on postoperative and no issues were observed.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.